Event description:
It was reported to technical services on 12/21/12 that this rv lead has some chatter on signal after intrinsic ors and marked as vf on egms. Rate increases to eventually mark intrinsic beats and oversensed artifact complex as vf markers. Patient has received approx 19 shocks today due to oversening. Programmed mo now. Patient is okay, but wants device off to not get more inappropriate shocks. Event occurred in (B)(6) hospital, (B)(6). Physician unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).